Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose readings of over 600 mg/dl. It was noted that the customer's cannula was bent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.